Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "this hematoma in this case resolved after sandbag application. The pump is not available for return- the hospital withdrew care on this patient on (B)(6) 2025."

Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Right chest hematoma noted, sandbag applied by rn.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.